Event description:
Medtronic received a report that an axium coil encountered separation/breakage/premature detachment. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm in the right posterior communicating artery with a max diameter of 4mm and a 3.12mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the spring coil became stretched during delivery in the microcatheter and accidentally detached, and thus had been completely removed from the patient. The coil was removed by grasping the push rod and pulling it out as a whole. After replacing the coil, it could be delivered normally. The operator said there was no problem with the catheter. There was no friction or difficulty during delivery. The physician did not reposition the coil nor attempt to detach the coil. They also did not rotate the delivery pusher during the procedure. Continuous flush was administered. No surgical or medicinal intervention was required. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the stretching and premature detachment was not determined. The catheter in the event was not a medtronic product.

Manufacturer narrative:
H3: product analysis of apb-1.5-3-hx-es, lotno:229241580 as found condition: the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened axium prime inner pouch and within a dispenser coil. The unknown non-medtronic micro catheter used during the event was not returned for analysis. The protective introducer sheath was not returned. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. No damages or irregularities were found with the pusher. The shield coil was found undamaged. The coin was found still against the lumen stop and the implant coil still attached to the pusher. The implant coil was found damaged, but unbroken. Conclusion: based on the analysis performed, the customer report of ¿premature detachment" could not be confirmed. The implant coil was returned still attached to the pusher and was found unbroken. The customer report of ¿coil stretch¿ was not confirmed, however, the coil was found kinked, potentially due to advancing against resistance or damaged during return to medtronic as the device was returned without its protective introducer sheath. Customer reported no resistance during the procedure. As the unknown non-medtronic micro catheter used during the event was not returned for analysis, any contribution of the micro catheter towards the coil damage could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.